Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 432 mg/dl at the time of the incident. Customer¿s current blood glucose: 249 mg/dl. Customer reports they do not feel okay to troubleshoot. Customer declined troubleshoot for the high blood glucose last night. The insulin pump will not be returned for analysis.